Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the last bolus delivery was an 8.70u bolus on (B)(6) 2016 at 13:18. The last basal delivery was on (B)(6) 2016. The blackbox shows an unexplained por on (B)(6) 2016 10:58; deliveries resumed 11:30. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional patient codes: (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 2.2mmol/l with cognitive impairment, speech impairment, severe headache, and seizures. The patient was taken to the emergency room and treated with glucose tablets, glucose gel, IV glucose and food/drink. Customer support (cs) completed troubleshooting and all settings were correct. The basal delivery totals in tdd do not match, the variation was due to known cause of prime menu accessed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue